Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio flex meter was displaying an error 2.2 message. The complaint was classified based on customer service representative (csr) documentation). The patient reported that the alleged product issue first started at an unspecified date and time when the subject meter displayed an error 2.2 message which prevented him from being able to perform a blood glucose test. The patient manages his diabetes with insulin ¿ no adjustments (humulin r, 24 units a day) and insulin ¿ self adjustor (humalog). The patient reported that in response to the alleged product issue, despite not being able to perform a blood glucose test, he continued with his normal diabetes management routine. The patient claimed that at an unspecified date and time after the start of the alleged product issue he began to develop the symptoms of ¿headache and blurred vision¿. The patient denied receiving any treatment beyond his usual routine of diabetes management and care for these reported symptoms. During troubleshooting, the csr verified that the patient¿s testing process was correct, the correct test strips were being used, the test strips had been stored correctly, the test strip vial was not cracked or broken and this was not the first time the patient had used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to an alleged error 2.2 message appearing on the subject meter.